Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt went to charge their ins today and started seeing por (caller said they were seeing in on both chargers). Caller mentioned that the pt had just gone on a trip and it was their first time through tsa/security with the ins. Pss called pt and walked pt through clearing the por message and turning stimulation back on. Pt confirmed they could now feel the stimulation. The troubleshooting steps that were taken on the call resolved the issue. Pt has an appt with their pain clinicc tomorrow for their monthly check/shot. Pt rep wanted mdt rep there. Pss redirected caller to hcp for assistance.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.